Manufacturer narrative:
(B)(4). This device was returned for service, however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the device failed the air leakage assessment and failed the noise assessment. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component damage from normal use over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during service and repair/pre-testing, it was observed that the motor device had leakage and made noise. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The date of event was documented as (B)(6) 2016 in the initial report. The date of event has been updated to unknown. The alert date was documented as sep 14, 2016 in the initial report. The alert date has been updated to aug 31, 2016. Upon complaint review, it was determined that the device was sent in for service and repair from poland with an undetermined malfunction. Therefore, complainant information has been updated accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.